Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. There was no adverse impact to the customer's blood glucose level. Insulin delivery. There was no adverse impact to customer¿s blood glucose level.